Manufacturer narrative:
The product was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer reported continuously high bg's (258-600mg/dl) over a six hour period after activating a new pod. When the pod was activated and the cannula was inserted, the customer said 'it was very painful"; the pain persisted through the duration of pod wear. The pod was removed and bleeding was seen at the insertion site. In addition, it was observed that the needle had not fully retracted. The pod will be returned for evaluation.